Event description:
It was reported that this right ventricular lead exhibited noise, high pacing thresholds and high out of range pacing impedance measurements. This increase has been gradual over time. It was determined that this was a lead issue. A lead safety switch was triggered which made the thresholds and impedance come back to normal measurements. It was decided to reprogram the device. This lead remains in service. No further adverse patient effects were reported.